Manufacturer narrative:
This MDR report is part of the (B)(6) program, exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. One device was found to be affected by a rough rotor. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device overheated. Two reported events occurred during testing; no patient impact.